Event description:
It was reported that the patient presented remotely via merlin.net transmission upon receiving patient notification alert. Upon review, the patient had received inappropriate atp caused by an nsrvo episode due to far-field oversensing, which was due to oversensing on the right ventricular lead; the patient did not experience an adverse event as a result of the inappropriate atp. Also noted were impedance anomaly and intermittent capture observed on the lead. X-ray imaging revealed that the lead had become displaced. Fluoroscopic imaging revealed no evidence of insulation damage. On (B)(6) 2017 the lead was capped and replaced. On (B)(6) 2017 the lead was explanted successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.